Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 2 years since the subject device was manufactured. Based on the results of the investigation, the event was likely due to the damaged cable unit. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
As part of our investigation, the local olympus sales representative visited the customer¿s site to troubleshoot the issue. The unit was connected to different carts and still no image was observed. The unit was returned to the service center for evaluation. The customer¿s complaint of ¿no image¿ was confirmed. The camera would not come on when plugged into the camera box. No image is displayed due to faulty cable unit. The cause of the cable damage cannot be determined at this time. An investigation is ongoing to obtain additional information regarding the reported event. If additional information is received this report will be supplemented accordingly.

Event description:
The customer reported that during preparation for use, there was no image observed on the camera head. The unit was tested prior to the patient being brought into the room. There was no error code observed only a black screen. There was no patient involvement.